Event description:
The child placed the device in his mouth. The sitter came into the room to check on the child & noticed that the entire pacifier was lodged in the back of the mouth. Child had an obstructed pathway. The sitter attempted to finger sweep without success. The child was moving some air. The airway was partially obstructed, so sitter put the child in the car & went to the ER. When the child arrived at the hosp he was moving air. Movement could be heard with his breathing. Upon visual exam, the foreign body could be seen in the posterior oropharnyx. It took approx 5-7 minutes to extract the device. It was wedged so tightly in the throat that the hcp created a lot of trauma to remove it. Resuscitation wasx successful & the child was hospitalized for potential swelling after the event.